Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional testing, including the operating currents measurement, self test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corner and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error several times. Customer does not know blood glucose at the time of the incident but the meter shows hi. There was no troubleshooting performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.